Event description:
Pt was undergoing cardiopulmonary bypass in order to repair a mitral valve. During the procedure, air was observed in the arterial pump line. The line was clamped and the pt's head lowered. Retrograde cerebral perfusion was given for approx 15 minutes and then the case was continued. The customer indicated that air embolism to the brain was observed. In 9/2003 customer notified cobe that pt was doing well. Customer wanted oxygenator and perfusion tubing set checked for possible sources of air embolism.